Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient stated that the cause of the ins shutting off was the tip of the power cord where it plugged into the recharger was slightly bent. It was noted the replacement of the desktop charger resolved the ins shutting off. No further complication and no symptoms were reported.

Manufacturer narrative:
Analysis of the desktop charger (serial # (B)(4)) found that connector pin was bent h6: all fdm and fdr codes apply to the desktop charger (serial # (B)(4)). Fdc (B)(4) applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the ins recharger (insr) was not taking charge from the wall, patient noticed the connector pin was bent. It was noted ins shut off. Patient said she charged her ins every night, and she notice ins shut off on friday, it was not working right now. Patient was not able to charge ins due to insr not taking a charge from the wall. It was noted the connector pin bent. No further complication and event were reported.